Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: it was reported that the needle hub stays within the shield when the shield is removed. Verbatim: consumer reported found every other needle hub stays within the shield when this shield is removed.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on. H6: investigation summary: customer returned (2) loose 3/10cc syringes. Customer states that the needle hub stays within the shield when the shield is removed. The returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There were two (2) notifications noted for cracked hubs. Bd was able to duplicate or confirm the customer¿s indicated failure. A visual evaluation of samples found (2) syringe with no needle assemblies attached. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: notification #200872129 was created cracked hubs. Maintenance dispatch (l2l) #91271 was opened for raised hubs. Corrective action: the carrier that assembles the components together was adjusted to reduce the pressure causing cracked hubs. Too much pressure will pressure may cause cracked hubs and too little of pressure may cause the hub to not be fully seated. CAPA (B)(4) has been opened to address this issue. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub stays within the shield when the shield is removed. Verbatim: consumer reported found every other needle hub stays within the shield when this shield is removed".